Event description:
It was reported that at the implant procedure, the right ventricular (rv) lead helix extended on the table after approximately 40 turns then retracted after about 10 turns. The lead was attempted to be implanted but had to be repositioned 3 times due to high impedance. Fluoroscopy appeared clear that the helix was extending and retracting. The rv lead was removed from the body and the helix would not extend. It was further reported that before the atrial lead was placed in the body, an attempt was made to extend the helix but it would not extend. Both leads were not implanted and other leads were used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis found that the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.